Event description:
The nurse alleged that a female with end-stage dementia was admitted to the unit for psychiatric stabilization. The pt was in her bed with the bed alarm on and the side rails up with close observation due to lack of safety awareness and impulsiveness. The pt was found on the floor by the account and the bed alarm did not alarm. The pt sustained no apparent injury from the fall.

Manufacturer narrative:
The tech investigated and inspected the bed and found it to be functioning correctly. The account stated that they inspected the bed the day after the alleged incident and found the service light active and the account were unable to set the bed exit alarm. The account replaced the scale power control board to resolve the issue. The tech spoke with the nurse mgr and she stated that the bed exit alarm was not set and the pt climbed over the side rail and fell to the floor. The nurse mgr stated that they now have established training on the procedure for setting the bed exit feature.